Event description:
Healthcare professional reported four months after injection in the lips with an unspecified type of juvederm filler, pt developed "hard lumps" at an unspecified site. Pt was treated with steroids however, "the lumps have not gone down".

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of "hard lumps" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.